Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. A supply change was performed to resolve the issue. The customer's blood glucose level was 322 mg/dl with early diabetic ketoacidosis. Reportedly, per health care provider, the ketone level was not identified as dangerous, and while at the clinic, the customer's bg level was treated with "fluids".

Manufacturer narrative:
(B)(4).